Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 14.1-14.4cm from the connector pin and at 33.8-34.1cm from the distal cut end of the middle portion of the lead, consistent with lead friction to the device can. The etfe coating was intact at these locations.:

Event description:
It was reported that the lead was explanted due to sensing anomaly. No further information is available.